Event description:
It was reported that the t-handle broke apart. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the t-piece is broken apart. We found marks of heavy hammer blows at the top of the inserter, at the plastic handle, at the forefront of the chuck and at the broken t-piece itself. Based on these findings we suppose that excessive use caused the malfunction of this device. Applying high forces onto the nails during the insertion of a nail can also lead to a jamming of the nails in the chuck. The technique guide states that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-piece should be avoided. If higher forces are necessary the hammer guide (359.218) can be used. However, since we received several similar complaints an internal corrective action has been opened to address this issue. No manufacturing related fault could be detected.